Manufacturer narrative:
UDI not available for this system at time of filing. Manufacturing date was unavailable at the time of filing. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that at the end of a case when trying to remove the base plate the screw stripped and the head of the screw broke off. The site had to drill around the screw to remove it. There was no reported delay and no reported impact to patient outcome. The surgeon was able to us a clamp and twist the screw out.